Manufacturer narrative:
(B)(4). The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the clip delivery system (cds), a leak was observed between the housing of the cds handle and the arm positioner. If this were to recur in the anatomy, a leak has the potential to compromise the fluid path integrity and lead to an air embolism. It was reported that during preparation of the clip delivery system (cds), after the lever caps were tightened, it was noticed that water was dripping from the cds handle. The water was not coming from the caps. The water was coming from the gap between the arm positioner and the housing of the cds handle. The problem was noticed at that point but it could be that the water started running directly after connecting the drip lines. The cds was not used and there was no patient involvement. Another cds was used in the procedure. There was no clinically significant delay to the intended procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported leak was confirmed via returned device analysis. The investigation was unable to determine a definitive cause for the leak in this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.